Event description:
Despite our repeated attempts to obtain additional information and return of the device, no response was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.